Event description:
Customer reported "I am e-mailing with regards to your clearview uterine manipulator, with the 7cm blunt tip (ref: um700). We have had an event over the weekend with regards to a patient having retained a part of the manipulator and then they passed this. The item was the spacer that comes separately from the manipulator, in the box."